Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. It is unknown if there were any abnormalities in the accessories for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material in the nozzle could not be established. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - evis lucera gif/cf/pcf type 260 series operation chapter 3 preparation and inspection. - evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization edition chapter 3 cleaning, disinfection, and sterilization procedures. In addition, the following non-reportable malfunctions were found during the device evaluation: a crack of adhesive on the bending section cover, defects of the adhesive on the bending section cover, the insertion tube became deteriorated due to the cleaned, disinfected, disinfected method due to handling issue, the resin was cracked due to chemical stress applied during the cleaned, disinfected, sterilized process, the resin area becomes detached due to humidity / deteriorated due to the cleaned, disinfected, sterilized method and or bending at a sharp angle, damage or deformation due to physical stress caused by handling, the objective lens was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface/object determined due to handling issue, and a scraped control section or erased marking due to repeated abrasion, damage or deformation due to physical stress caused by handling issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had a broken pin at system insertion part. The device was returned for evaluation. During the device evaluation, it was found that the distal end cover had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.